Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Sensor values changed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the sensor needle was broken. The customer¿s blood glucose value was 124 mg/dl at the time of incident. The customer was reported that the site was bleeding. The sensor will not be returned for analysis.